Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(6) 2013 for investigation. Visual inspection revealed that the front enclosure and battery lock were damaged. Archive data review showed that all three batteries with sn (B)(4) were low in voltage during compressions. Therefore, the board ran for a few compressions then stopped and displayed "replace battery." Customer's reported problem was confirmed. Functional testing was unable to reproduce the reported complaint. The platform ran with an in-house test battery for 10 minutes on a large resuscitation test fixture (lrtf) and for 35 minutes with a test manikin. No problems were found during compressions. The platform passed final testing. Based on the evaluation results, a probable root cause for customer's reported complaint may be due to a battery problem; however, a definitive root cause for the battery problem could not be determined. Please see the following related MFR. Reports: #3003793491-2013-00635 for autopulse nimh battery with sn (B)(4), #3003793491-2013-00636 for autopulse nimh battery with sn (B)(4), #3003793491-2013-00637 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that the autopulse platform was used on a (B)(6) male in cardiac arrest. Patient was reported to be of average size. No other specific information was provided other than a report of short run time. The users reverted to manual CPR. No adverse patient sequelae was reported. The customer utilizes a 3-battery rotation and stated that they test cycle their batteries monthly but rotate batteries every 5 days. The customer was informed that the current recommendations are to rotate the batteries daily.